Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had an emergency room visit on (B)(6) 2025. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 25 and 36 hours. After leaving work, the patient administered approximately 2.75 units of insulin for a small snack while her blood glucose was above 250 mg/dl. She then cycled for about 30 minutes. Her glucose level subsequently dropped rapidly from 277 mg/dl to 125 mg/dl and then further to approximately 25 mg/dl. The patient did not recognize symptoms in time, became confused, and lost consciousness. Emergency medical services were called, and she was transported to (B)(6), where she received intravenous glucose, underwent blood tests, was observed, given food, and discharged after approximately two hours. The pod worn during the event was not removed by first responders or emergency department staff. The patient later replaced the pod at home that evening due to a continued lack of insulin effect. The pod was discarded.